Event description:
It was reported that the patient started to experience a shocking or jolting sensation about five months prior to the call. No falls/trauma was reported, but the patient did hit a few potholes while driving. The patient reported the symptoms also occurred "the other day" and "the other night". The shocking or jolting was described as shock waves in the shoulder and everywhere else by the patient. Initially, the patient did not have a patient programmer and could not adjust, but when they turned off the therapy the shocking subsided. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).